Manufacturer narrative:
(B)(4). Date sent: 09/18/2020. D4: batch # r57z89. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload present. The reload was received with the knife not completely within doghouse, 66 drivers up and the remaining drivers down with staples present and the swing tab in the unlocked position. The device was tested for functionality with the test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please clarify the issue for each device reported? The device faded during firing. Please provide more details for ¿stapler cut but didn`t merge tissue¿ he cut off, did not start. If the device stapled, was the staple line complete? None. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? None. If the device cut, was the cut line complete? No. Were the cut line and staple lines equal? No. Was the device fired across a staple line? No. Did the reload begin to staple and cut, but then jammed? The new reload doesn't work either.

Event description:
It was reported that during an unknown procedure, the stapler cut but didn't merge tissue. To complete the procedure, the surgeon used another one of the same type. There were no patient consequences reported.